Event description:
While attempting to do angioplasty of complete occlusion of rca, .014 standard wire broke off in the proximal segment of rca. Wire fragment imbedded in artery. Not a danger to pt. Pt informed.